Manufacturer narrative:
This information was not provided during the initial report of the event. A letter and questionnaire have been sent requesting additional information, but no response has been received to-date. H3, h6: no evaluation could be made, no conclusion could be drawn as no device has been returned.

Event description:
Kimberly-clark corp. Received notice on 07/27/06 from a parent that her daughter became physically ill, vomiting, exhibiting dizziness, and high fever. The young woman had been using tampons during a swim meet. The doctor's diagnosis determined that the patient was suffering from tss. Patient was hospitalized and placed on antibiotics. The patient has been released from the hospital and is recovering.